Event description:
During the evaluation of a returned colleague infusion pump (uim software version 5.04.00 / unremediated), an inoperative channel select key was discovered on channel c. No pt injury or medical intervention was associated with this event. No additional info is available.

Manufacturer narrative:
(B)(4). Evaluation summary: during the evaluation of a returned colleague infusion pump, an inoperative channel select key was discovered on channel c. This condition was determined to have been caused by inoperative keys on the channel c pump head module (phm) keypad. The channel c phm keypad was replaced to resolve the reported problem. The device was tested and returned to the customer within specification. This issue is currently being investigated under (B)(4).